Manufacturer narrative:
The device was not returned for analysis but a picture of the device was provided by the field representative and the handle fracture was confirmed. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. Complaint history was reviewed and 4 similar complaints for this lot were identified. A non-conformance was initiated to investigate the root cause associated with this failure mode. The investigation revealed loctite®, a thread locker applied at the internal threaded interface between the metal shaft and radel® plastic handle, seeped beyond the threads (preventing adequate curing) and reacted with the radel® material. This resulted in the handle cracking and/or separating and, in some instances, leakage of loctite® from handle cracks.

Event description:
It was reported that an everest xt tab removal tool fractured at the handle outside of the operating theatre. There was no associated surgical procedure. There were no adverse consequences to a patient or medical intervention required.

Manufacturer narrative:
Stryker initiated a voluntary recall on 20 october 2020 and an urgent medical device recall letter was sent to the affected customers notifying them of the product issue and associated risks and providing instructions pertaining to the removal and return of the product to stryker.

Event description:
It was reported that an everest xt tab removal tool fractured at the handle outside of the operating theatre. There was no associated surgical procedure. There were no adverse consequences to a patient or medical intervention required.